Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to clinic after receiving a vibratory alert for non-sustained lead noise. One episode of oversensing of atrial events on the ventricular channel was noted. Reprogramming changes were made and no further issues were reported.